Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that part of the blood glucose monitor's display was dark purple, potentially affecting the values displayed on the device. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.